Event description:
It was reported the atrial lead had "under sensing and the patient was in chronic atrial fibrillation" the atrial lead was capped and the physician chose to implant a single chamber defibrillator. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.